Manufacturer narrative:
The referenced scope (serial# (B)(4)) was returned to olympus for evaluation on december 6, 2017. The service group¿s evaluation found kinks and scrape marks in the instrument channel when inspected with an olympus boroscope. There was no note of foreign objects inside the channel. There was also no note of any missing parts from the scope. The suction flow was noted to be within specification. The scope passed the leak test. In addition, the service group noted the light guide lens and the bending section cover glues were cracked. The scope was serviced and returned to the user facility. Based on the evaluation, the most probable cause of the kinks inside the instrument channel are attributed to user handling. Kinks in the instrument channel are indicative of restriction inside the channel. The olympus endoscopy support specialist (ess) visited the account in response to the reported event. They observed two procedures during their visit and noted that the channel was not being checked before procedure. During procedure, it was noted they are using a non-olympus water bottle with 10 drops of simethicone added to it. Also the user facility stated they do not check the channel before or after the procedure. They only brush during reprocessing. The ess provided the user facility with literature on the use of simethicone with olympus scopes and the section in the instruction manual that states the instrument channel should be checked. Based on the ess¿s observation, an error during reprocessing cannot be ruled out. The instruction and reprocessing manual states, ¿the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically. An endoscope with an observed irregularity should not be used. All channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators.¿ this report will not be submitted as a medical device report as there was no adverse event that has occurred. The gastric stone was retrieved from the patient. There was no patient injury or infections reported. The procedure was completed using the same scope. In addition, there were no parts missing from the scope. As part of our investigation, a review of the complaint database was performed and showed no related adverse events associated with the reported device and event. Therefore, the likelihood of the reported event to cause or contribute to an adverse event was determined to be remote. Please cross reference MFR# 2951238-2018-00161 for the related MDR tied to this event.

Event description:
Olympus was informed that during a colonoscopy procedure, a foreign specimen fell out of the scope and into the patient. The procedure occurred on (B)(6) 2017. The user facility reported that the foreign specimen was believed to be a calcified stone. The foreign specimen was retrieved from the patient but it is unknown if the foreign specimen was from the previous or same patient as no testing was performed. The procedure was completed using the same scope. No patient infection was reported. In addition, the user facility reported the scope is not suctioning as expected. Two of two reports.